Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field - a4.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during intra-aortic balloon (iab) therapy that dr. (B)(6) cardiology md, contacted technical support regarding a ¿gas loss¿ alarm observed on the cardiosave intra-aortic balloon pump (iabp) during patient use. No patient harm or injury was reported. Dr. (B)(6) stated that the alarm had occurred, and upon inspection, the helium tubing was verified to be free of blood, kinks, bends, or restrictions. Despite using the iab fill key, therapy could not be restarted. The team subsequently exchanged the pump, after which no further alarms occurred, and therapy continued appropriately at the time of the call. The getinge field service engineer (fse) explained the nature and possible causes of the alarm. Dr. (B)(6) mentioned that the patient had been tachycardic since admission and initiation of therapy. During the conversation, he also inquired whether the balloon catheter should be advanced, as it appeared to be positioned low. The fse provided placement guidance, advising that the distal radiopaque marker should be positioned between the 2nd and 3rd intercostal space.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: a4. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint was received via a direct call to the emergency support program and involves two associated cases: (B)(4) (pump) and (B)(4) (catheter). Dr. (B)(6), a cardiologist, reported a gas loss alarm on a cardiosave device during therapy, though no patient harm occurred. Upon inspection, the helium tubing showed no signs of blood, kinks, or restrictions. Despite using the iab fill key, therapy could not be restarted, prompting a pump exchange. The replacement pump functioned without issue, and therapy was successfully resumed. Dr. (B)(6) also inquired about balloon catheter positioning, which appeared low; placement guidance was provided, and he was given direct contact information for further support. The issue was communicated to internal stakeholders via email. Based on the description, gas loss alarm likely triggered by a the iab migrating or catheter positioning issue, resolved by pump exchange. The inability to restart therapy suggests a potential malfunction in the original pump or a misalignment of the catheter affecting system pressure integrity. It is impossible to define a root cause since the product was not returned back for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.